Event description:
A cartridge alarm was reported by the customer, occurring during the loading process. There was no adverse impact on the customer's blood glucose level. The customer installed a new cartridge, resumed insulin, and successfully cleared the alarm.